Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing a lot of highs. The blood glucose reading is 323 mg/dl. Customer is dizzy and upset stomach. Customer treated with manual injection. The drive support cap is loose. Nothing further reported.